Manufacturer narrative:
On 12 february 2016, it was prepared a final report with the information already submitted in the intial report. On 21 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 04 december 2015 the medical affairs director made the following analysis checking the x-rays: the root cause for this re-operation is a periprosthetic fracture. The lesser trochanter got detached and a pronounced diastasis is shown in the xrays. There is no indication as to the origin of the fracture: having occurred few days after primary surgery it may be related to an undetectable inconvenience occurred during femoral preparation, but there is no final evidence of this. Cerclage treatment normally allows good postoperative recovery. Batch review performed on 14 december 2015: lot. 152522: (B)(4) stems were released on 20 august 2015. Expiration date: 2020-07-13. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been already sold without any similar reported issue.

Event description:
Patient was complaining of pain. After review of the x-rays the surgeon noticed the patient had a periprosthetic fracture. He removed the ceramic head, liner, and stem and put in a new stem with cables. The surgery was completed successfully. X-rays are available. The stem will not be returned.